Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during the surgery the screwdriver did not hold the implant screws. This report is for (1) ti matrixmidface screw self-drilling 6mm. This report is 6 of 7 for (B)(4).

Manufacturer narrative:
Additional product code: jey. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint cannot be confirmed. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.